Manufacturer narrative:
Unit was returned to (B)(4) for repairs. Replaced battery (p/n 0146-00-0016), drive manifold assembly (p/n 0104-00-0031), upper front panel (p/n 0997-00-0644), top cover (p/n 0380-00-0543), coiled cable (p/n 0012-00-1801), and transport display mount (p/n 0436-00-0234). (B)(4).

Event description:
During a demo for a customer, the company representative observed that the iabp was plugged in how they could check the amount of charge on the batteries. They pushed the master button and the lights on the button in the right battery bay lit up and then went off, as they should, after illuminating showing how much charge was available. He then did the same for the battery in the left battery bay. The lights illuminated, but then they continued to illuminate and actually flashed lights a bit. This continued and did not turn off. He was then done showing the pump, and he turned the power off on the pump. The lights on the battery in the left battery bay continued to stay on and did not turn off as they should. Finally after about 1 minute, the lights turned off. No patient was involved.